Event description:
It was reported that during testing at the MFR, a drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR, however, the overheating condition could not be replicated, because, the device would not accept a cutting router for functional testing purposes. Per the quality investigation, the attachment was found to contain foreign debris which can cause mechanical components to seize up, creating an opportunity for overheating. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of foreign material within this device. The attachment could not be repaired and was discarded.